Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension. Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension. Product ID 3387s-40, lot # v458446, implanted: (B)(6) 2010, product type lead. Product ID 3387s-40, lot # v458446, implanted: (B)(6) 2010, product type lead.

Event description:
Additional information received reported that the issue pertained exclusively to the patient's left hand system, serial # (B)(4). Whereas it was previously unclear which system the reporter was referring to. All further information concerning this event will be reported in a supplemental filing on the afore mentioned left hand system.

Event description:
It was reported there was a malfunctioning lead on a quadripole implantable neurostimulator (ins). The patient was scheduled to have a surgery the next day ((B)(6) 2012) to replace one of the ins batteries that was ending its life and also flipped. It was noted the surgery was also "probably exploratory" to find out what happened to one of the poles on the left side lead. The deepest electrode zero pole was not working. The lead was pulled down by the battery flipping upside down. The whole wire was supposed to be coiled on top of the scalp, but it fell down to the neck and pulled on the electrode and broke it. X-ray results showed the break was a quarter of an inch above the connector not in the brain. Additional follow information was requested but not available at the time of this report. Refer to manufacturer report # 3004209178-2012-09035.